Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. The pt developed a granuloma and the suture is coming out of the incision site. Add'l info was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.